Event description:
Femoral bolt broke in half during surgery. Half of bolt was left in pt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.